Event description:
A report was received that the patient had developed an infection at the pocket site on her back. The symptoms of infection were redness and irritation. The physician did not feel that the infection was device related and prescribed oral antibiotic for the patient. The infection has cleared and the patient is reportedly doing fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.